Event description:
The facility representative reported a broken door latch discovered before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
The device has not yet been received for evaluation. When the pump is received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.